Manufacturer narrative:
Reference record (B)(4). Catalog number 062941-001 is the international list number which meets the requirements of the similar product listed which is the us list number. The device involved in the event was not returned; therefore a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, patient in (B)(6) underwent procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube. On (B)(6) 2016, report indicated that the patient experienced inflammation of stoma site, redness of wound edge, and pus from wound with exudate. The patient was treated with unspecified antibiotic medication for 5 days by the general practitioner.